Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod longer than 48 hours. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.